Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer followed guidance from technical support to remove the cartridge, inspect and clean specific areas, and successfully completed the load process, allowing insulin delivery to resume.